Event description:
It was reported that information was received from a patient (pt) regarding an external device. The reason for call was patient stated the last time they called in they were getting an rm03 message and now they saw an rm05 message last night. Patient said the message only came up one time last night and they just turned the controller off and back on, then it worked. Last night pt got their implanted neurostimulator (ins) and controller up to 100%. Patient then said the ins battery seemed to have drained more than normal through the night. Patient stated this morning when they got up, the ins was at 50% which was very odd because usually they'd be at 70%. Agent asked, pt denied increasing stim. Agent had pt reset controller; patient plugged controller into ac power supply without li battery and reported the screen came on. Patient put li battery back in and confirmed green light on controller was flashing. Patient started a charging session and reported excellent connection. Patient confirmed the recharger was not getting hot while charging last night, which was happening last time they called. Agent advised pt monitor the charging and call back if the rm05 issue persisted, and consider following up with a medtronic rep if the ins continues to discharge quicker than normal.

Manufacturer narrative:
Continuation of d10: product ID 97745nt (B)(6); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.